Manufacturer narrative:
The reported event of inconsistent longevity projection was confirmed. The root cause is traced to a known issue within the fielded aveir programmer software (pgsw), wherein if the user performs i2i settings adjustments after reprogramming the lp, the pgsw will read updated sampled i2i diagnostics after that clearing event, and thus those updated i2i diagnostics will no longer be consistent with all of the other original sampled diagnostics used for longevity estimation. This discrepancy can result in a dramatic increase/overestimation in projected longevity. No malfunction was observed on the implanted device.

Event description:
It was reported that the atrial leadless pacemaker (lp) exhibited longevity overestimation. No intervention was reported. The patient condition was unknown.

Manufacturer narrative:
Further information was requested but not received.